Event description:
The customer reported that the mts-ID tipmaster pipettor was not dispensing the correct amount of volume.

Manufacturer narrative:
The customer reported that the mts ID tipmaster pipettor did not dispense the proper amount of fluid. It is unk which tests were being performed at the time of the incident. No definitive root cause was determined concerning the incorrect dispense of the pipettor. The customer detected the reported issue (following labeling recommendations), and then removed the pipettor from use preventing the reporting of erroneous test results. The customer was advised to contact their ocd account mgr regarding purchase of a replacement pipettor, since the instrument was out of warranty. Labeling cautions on the importance of delivering the correct amount of cells and plasma/serum when performing the gel test method. The instrument is a handheld pipettor. The pipettor is used in preparing a manual gel test. A laboratory technician closely monitors all tests. All tests are qualitative. Although laboratory practices mitigate the possibility of erroneous pt results, if the alleged malfunction were to recur undetected, it could lead to erroneous test results. Therefore, incident is reportable.